Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had tower drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer (fse) observed that tower door 3 was intermittently failing during diagnostic testing, accompanied by occasional clicking sounds that led to station shutdowns. In response, the fse cleaned the latches on all tower doors and applied grease to improve functionality. Following this maintenance, the fse conducted the acceptance test, which the system successfully passed. To further validate performance, the customer ran inventory through the application, and no failures were encountered. The acceptance test was performed a second time and passed without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had tower drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.